Event description:
Per the cahler's report. This patient's initial activation on 1/2006 went well and speech proessor programming was unremarkable, however, on tthe patient's subsequent visits (1/2006, 1/2006 and 1/2006). Open circuited electrodes were detected with telemetry some of these anomalles were intermittent. The audiologist deactivated these electrodes in the speech processor program and the patient performed well. Intergirity testing, performed in 2/2006, confirmed multiple open drculted electrodes. Explanation and reimplanation surgery is being considered by the family based on the progression of faulty electrodes.